Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The customer was in an airplane when she experienced low blood glucose levels. It was stated that the glucose meter was off by 100 points on one reading, and 30 points off on another. Troubleshooting was performed, and the insulin pump passed the prime test. The customer was transferred to have her glucose meter replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.